Event description:
The tab that is part of the locking mechanism on the lateral poly insert was damaged during insertion. The b lateral poly insert was implanted. The b lateral insert is 1 mm thicker than the a lateral insert.

Manufacturer narrative:
The lab that is part of the locking mechanism on the a lateral poly insert was damaged during insertion. The b lateral insert was implanted. The b lateral insert is 1 mm thicker than the a lateral insert. Review of the device history record indicates that the device was manufactured to specification.